Manufacturer narrative:
Internal batteries were replaced to fix the reported failure. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/28/2016 email, 11/29/2016 phone call, 11/30/2016 phone call.

Event description:
The hospital reported that, during patient use, the unit shut down. Vent may have been unplugged by accident after placed on patient or plugged into a bad ac receptacle on the floor. There was no reported patient injury.